Event description:
It was reported that the procedure was to treat a chronically total occluded mid superficial femoral artery. A hi-torque proceed was being advanced when it was noted that there was a longer space (deduced to be stretched) between the core and tip (guide wire still remaining in one piece). There was some resistance noted due to anatomy. However, while attempting to advance, the core coiling would look compressed. It was decided to remove the guide wire. Per the physician, the guide wire remained in one piece and there was no separation noted. Additionally, it was confirmed not to be unraveled. Another proceed guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted: [a portion of the tip coils stretched, unraveled and separated at the noted bent core. The core was still intact.]

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported stretched coils and the reported material deformation were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the total occluded anatomy resulting in the reported failure to advance. Interaction with the total occluded anatomy and/or manipulation of the device resulted in the reported/noted device damages (stretched/unraveled coils, bent/separated core). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.